Event description:
I had a st. Jude sinal cord stimulator implanted to combat chronic pain in my right lower extremity after being diagnosed with complex regional pain syndrome a decade prior. Immediately after surgery I had extreme pain and cramping in my back to the point where I was unable to sit in class and unable to sleep. The pain and cramping continued to worsen over time and the efficacy of the device began to diminish drastically. I have since been told by the dr that explanted the device that this is a common problem, as the lead placed in the thoracic spine was stimulating a ligament as well as other structures surrounding the spine. Additionally, he informed me that scs implants have consistently failed for crps pts and yet the dr who implanted it neglected to mention it (either due to a lack of knowledge or for other self-serving reasons).